Event description:
The customer reported a burning smell coming from the unit when it was running. They stated that the smell would occur during the "injection phase". The unit was not canceling. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, fse went to the facility. The fse replaced the oil mist filter and the catalytic converter because there was "oil mist" coming out of it. He verified that no oil mist was coming out of it. He verified that the system met MFR specification.